Event description:
Event description guidant received information that this right ventricular endocardial lead dislodged the night of the implantation procedure. The lead was revised and again, that night, the lead dislodged. An inappropriate shock was delivered due to the dislodgement. The patient is not pacemaker dependant and the implantable cardioverter defibrillator (ICD) was implanted prophylactically so the physician opted to turn off the tachy therapy and wait for a number of days before revising the lead again. In addition, high thresholds and a drop in sensing amplitude was noted.